Manufacturer narrative:
D10: concomitants: (B)(6)- 142-36-03 - cocr fem head 36mm +3.5 offset 12/14. (B)(6)- 160-33-14 - nv splined ha rdd x/o sz 14. (B)(6)- 180-65-20 - alteon 6.5mm screw, 20mm. (B)(6)- 180-65-25 - alteon 6.5mm screw, 25mm. (B)(6)- 180-65-25 - alteon 6.5mm screw, 25mm. (B)(6)- 180-65-30 - alteon 6.5mm screw, 30mm. (B)(6)- 186-01-54 - integrip cc, cluster 54mm, g2. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported a 61 yo female patient, initial left hip implanted on (B)(6) 2016, underwent a revision procedure on (B)(6) 2024, approximately 8 years post the initial procedure. The poly and head components were revised. There were no surgical delays or device breakages during the procedure. The product is not available for return. No photos or x-rays were able to be obtained. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d4, g4, h6. MDR section codes updated/corrected: a, b, c, d, g. The reason for the revision reported cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, osteolysis, loosening, infection, fracture, instability/dislocation, leg length discrepancy, and/or patient related factors. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.